Manufacturer narrative:
End user had contacted permobil inc. With the request to have a general inspection performed on their m300 chair. While performing the inspection, end user had made remark of having driven off of a curb a few months prior. End user reported that the incident was strictly human error and that the chair did not malfunction in any manner to lead to the event. End user relayed that due to the driving off of the curb, they were unable to maintain stability and fell out of the seating on to the road resulting in a fracture to the left tibia. Client admitted to not wearing their positioning belt at time of the event as they had removed it from the seating prior. Client requested that a positioning belt be "re-installed" on to the seating for future use. Client was re-instructed on the use of positioning belts during operation and the proper usage of the device during outdoor activities. Inspection of chair did not show any abnormalities or damages that resulted from the reported event or would have caused the event. Unit was fully operational with no known issues having been noted. The DHR was reviewed and unit was built according to specification. Inspection of unit did not find any damages that would have been related to the reported event.

Event description:
Client reports having unintentionally driven the chair off of a curb which resulted in the client exiting the seat and with the ensuing fall, sustained a fracture to her left tibia.